Manufacturer narrative:
H6, results code 300 - event is an unanticipated adverse reaction. The short and/or long term complications of the event are unknown. Result code 400 - no device code is available for catheters. The primary finding of the device analysis revealed a broken catheter, with a jagged appearance at the distal end.

Event description:
Pt experienced withdrawal and decreased pain relief. When physician performed cathetergram, the study revealed that the catheter had fractured, and that the distal portion of the catheter was not retrievable in the pt's intrathecal space. This is the second episode of this nature experienced by this pt in the past 12 months, the first occurring in november 1996. In that event, the distal portion of the catheter was also not retrievable. The pt has since had a third catheter connected to the remaining proximal portion and has returned to pre-event level of therapeutic relief.